Manufacturer narrative:
Analysis found catheter kink, damage to transition tube, user related hole and collet not fully locked in place. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Interrogation of the pump determined it was used to infuse gablofen, 2000 mcg/ml at 274.9 mcg/day dose continuation of product ID 8780 (B)(4) implanted: (B)(6)2016 explanted: (B)(6)2018 product type catheter product ID 8780 (B)(4) implanted: (B)(6)2016 explanted: (B)(6)2018 product type catheter analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) via the return paperwork. It was reported that catheter and pump were explanted on (B)(6)2018. Patient was having symptom of baclofen toxicity and baclofen withdrawal based on dose changes. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative regarding a patient receiving intrathecal gablofen via an implantable pump for intractable spasticity and cerebral palsy. The dose and concentration were unknown. It was reported that the patient was experiencing periodic episodes of tightness followed by [becoming] overly loose with muscle weakness. There were no environmental/external/patient factors that may have led or contributed to the issue. Interrogation was normal. Multiple side port aspirations were successful. Dose adjustments occurred. It was noted that a dye study and/or CT myelogram could be an option. It was also noted that possible surgical intervention may be an option as well. Surgical intervention had not occurred, but it was unknown if surgical intervention was planned. However, conflicting information reported that the issue was resolved, and the patient¿s status was alive ¿ no injury. The patient¿s weight and medical history were unavailable. There were no further complications reported. Additional information was received via a healthcare provider via a company representative. Regarding action/intervention taken, it was noted that they have tried both increasing the dose in times of tightness followed by reduction in times of being too loose throughout his stay at gillette. It was further noted that in some cases even a 1-2% increase or decrease has had dramatic effect on him. As per a physician on (B)(6) 2017, the patient had been stabilized and the patient¿s mother had been told that it would be ok for the patient to leave the hospital. A company representative noted that they could not be 100% sure if the issue resolved. Additional information was received from the healthcare provider (hcp). The indication of use was intractable spasticity and cerebral palsy. The drug in the implantable infusion pump was gablofen (2000 mcg/ml, 352 mcg/day). It was reported that the patient had the symptom of "intermittent profound weakness "(walking to not being able to walk) days to weeks at a time. It cleared up and then came back again. It had happened three times in two years. The patient was at a lower dose at the time of the report. The itb dose was 474ug in flex mode. The hcp was able to aspirate when diagnostic testing was done with the catheter. No reservoir volume discrepancies was found in the last refill where expected reservoir volume (erv) was 4.1 ml and actual reservoir volume (arv) was 5 ml. The hcp would rule out any medical issues that may be causing the symptom. The patient had been taking attention deficit disorder meds for "many, many years". No further complication was reported. Additional information was received from manufacturer representative (rep). It was reported that he was on his way to the hospital to assist with replacing the patient's pump and catheter. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the symptom of weakness was unsure- seemed to be intrathecal baclofen related. The hcp was able to rule out the medical issue-neuro workup was negative. No further complications were reported.